Manufacturer narrative:
(B)(4).

Event description:
"Dexcom was made aware on (B)(4) 2016 that on (B)(6) 2016, upon removal of the sensor pod from the patient body, the sensor wire was missing. The sensor was inserted at the arm on (B)(6) 2016. No additional event or patient information is available." It was reported that the sensor was inserted into the arm. It should be noted that the dexcom g4® platinum continuous glucose monitoring system user's guide states: sensor placement and insertion is not approved for sites other than the belly (abdomen).